Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery scheduled for (B)(6) 2016 due to broken implant disk causing pain.

Manufacturer narrative:
Further investigation determined this was a duplicate complaint. Please refer to MDR 1020279-2016-00532, (B)(4).